Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator's air and oxygen was out of range. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and verified the reported event. The service engineer replaced the exhalation flow sensor and performed testing and calibrations and the ventilator operated within manufacturing specifications.